Event description:
It was reported by the patient's wife that when the patient turned on their right side, a nerve was being struck and causing him to twitch. The patient was seen in-office and it was noted the patient was experiencing pulsing pain on the left side when laying on their left side. It was determined the left ventricular (lv) lead vector was not the best option for the patient and the vector was reprogrammed to lv2 to rv coil vector. The patient then contacted the clinic approximately thirty minutes later and indicated they were experiencing pulsing pain when laying on their side again. The patient presented to the clinic again and the lv lead was reprogrammed lv3 to lv2 pacing configuration. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.